Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating high and low blood glucose readings. The customer had reading of over 400 mg/dl when she removed the sensor. The customer treated with manual injection. The customer's blood glucose went down to 40 mg/dl. The customer also had reading of 68 mg/dl which was treated with food. The customer declined to troubleshoot for low reading because it did not last long. The product was not returned for analysis.